Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information received from the customer stating there was no patient harm.

Manufacturer narrative:
No sample has been returned for evaluation for the report of tip of knife not sharp; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tip of a knife was not sharp. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.